Manufacturer narrative:
Device evaluation: one 8.0mm fome cuff device was returned for investigation with the inflation port completely detached from the airway line. Upon visual inspection, the investigator found evidence of adhesive applied at the base of inflation port within the ID, as it can be viewed on the exterior of the airway line that was within the inflation port. It is also possible the airway line was subjected to excessive tensile force, causing the line to dislodge since the complaint stated that the separation occurred after three days of use. Additionally, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. All device cuffs and balloons are 100% leak tested prior to packaging. Based on the evidence and investigation, the complaint allegation was confirmed. The problem source was listed as unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a red wing pilot port detached from a smiths medical portex bivona adult fome-cuf tracheostomy tube after three days in use with a patient. A tracheostomy (trach) change out was required. No reported adverse patient effects.